Event description:
It was reported that the device was not visible under fluoroscopy. The 90% stenosed target lesion area was located in the mildly tortuous and mildly calcified left coronary artery. A stingray lp catheter re-entry device was selected for use. During the procedure, it was noted that the device was not visible under fluoroscopy after inflation. The device was removed within the catheter with the markerband still intact. The procedure was completed with another of the same device. There were no complications reported and the patient was stable.

Event description:
It was reported that the device was not visible under fluoroscopy. The 90% stenosed target lesion area was located in the mildly tortuous and mildly calcified left coronary artery. A stingray lp catheter re-entry device was selected for use. During the procedure, it was noted that the device was not visible under fluoroscopy after inflation. The device was removed within the catheter with the markerband still intact. The procedure was completed with another of the same device. There were no complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. The marker bands were present. The marker bands were removed from the balloon and tested under the sem/eds. Platinum was detected in the material of the marker band.inspection of the remainder of the device presented no other damage or irregularities. Product analysis did not confirm the reported difficulties the marker bands being visible under fluoroscopy.